Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the guide catheter tore off completely and got stuck inside the stent. The detached guide catheter was then removed after the stent was successfully deployed, and the procedure was completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of guide catheter break. Block h11: the naviflex delivery system was received for analysis. Visual examination of the returned device found the device hypotube from the pull wire was outside of the guide catheter. A media inspection was performed, and it was found that the guide catheter was detached inside the patient. No other damages were noted to the delivery system. The reported event of guide catheter break was confirmed. Based on all the available information, the cause of the reported guide catheter break was likely due to a quality control deficiency. Boston scientific has initiated a non-conforming events prevention (ncep) investigation to further investigate reports of guide catheter break associated with the advanix-naviflex delivery system. The investigation is currently ongoing to determine if any corrective actions are warranted. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex rx biliary stent was used in the common bile duct to treat a stricture during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, the guide catheter tore off completely and got stuck inside the stent. The detached guide catheter was then removed after the stent was successfully deployed, and the procedure was completed. There were no patient complications reported as a result of this event.